Event description:
It was reported that the patient was scheduled for an explant on the day after report but the case was cancelled secondary to the patent needing cardiac clearance. It was noted that the patient was bedridden for 18 hours a day and in a wheel chair the other 6. It was noted that around (B)(6) 2013, the implantable neurostimulator (ins) pocket site was noted to be oozing a brown colored fluid from a small reddened hole. It was noted that the size progressed to ¿around the size of your fingertip¿ and continued to drain brownish, sometimes blood colored fluid. It was noted that ¿you could see clear though to the thing.¿ it was noted that an explant would be planned after the patient obtains clearance from his cardiologist. It was noted that the patient¿s status at the time of report was alive with injury. It was noted that the patient had an existing open wound at the ins pocket site. It was noted that there was an unknown type of infection at the device pocket. Additional information received reported that it was unknown if cultures were done. It was noted that the explant on 2014 (B)(6) was cancelled. It was noted that as far as the manufacturing representative knew the patient still had a draining wound. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information received reported that it was unknown if cultures were done. It was noted that the explant on (B)(6) 2014 was cancelled. It was noted that as far as the manufacturing representative knew the patient still had a draining wound. Additional information received reported that the implantable neurostimulator (ins) was scheduled for removal on (B)(6) 2014. It was noted that prior to removal the patient was "cx'd" secondary to need for cardiac clearance. Additional information received reported that on (B)(6) 2014 there was complete removal of ins and lead.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had a reduced capacity due to overdischarge. Analysis of the lead (serial # (B)(4)) found that the proximal end of the lead connector was not completely seated in the implantable neurostimulator connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.